Event description:
The customer's mother reported that the customer was experiencing high blood glucose levels. Her blood glucose level did not go down and was taken to the emergency room on (B)(6) 2015. The customer's blood glucose level was 371 mg/dl. She was feeling nauseous, had abdominal cramps, diarrhea, and excessive thirst. The customer had a diabetic ketoacidosis. She was wearing her insulin pump at the time of the emergency room visit. The insulin pump alarmed no delivery. While troubleshooting, the time on the insulin pump was off by one hour and the infusion set was damaged. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.